Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain in their trunk/limbs. It was reported that the implantable neurostimulator recharger (insr) antenna was getting hot when charging implant and causes the implant site to become warm as well. It was reported that they were seeing a warning screen, but the caller was not with the product or patient to confirm what warning screen. A replacement recharger antenna was sent to the patient. There were no further complications or anticipations reported with this event.